Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was leaking from an unspecified location. The leak was discovered during setup and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2018-04128. Should additional relevant information become available, a supplemental report will be submitted.